Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported complaint. The m-02 error could not be resolved by restarting the integrated electrosurgical unit (iesu). The fse replaced the iesu to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported error was confirmed and reproduced upon testing the iesu on an in-house system in normal mode.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy without lymphadenectomy surgical procedure, the m-02 error occurred on the integrated electrosurgical unit (iesu). The intuitive surgical, inc. (Isi) clinical sales representative (csr) received phone assistance from the isi technical support engineer (tse). The tse confirmed error m-02 in the logs. Prior to the phone call, the customer had power cycled the iesu multiple times, but the issue was not resolved. The customer used a third-party external esu to continue with the procedure. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without any errors. The error occurred after connecting the grounding pad. The iesu was restarted, but the issue could not be resolved. The procedure was completed with a third-party external esu.